Event description:
Bd smartsite extension set 0.2 micron low protein binding filter for an outpatient infusion of casirivimab/imdevimab. Filter leaked during infusion. From nursing progress note: "pt put on call light because the filter that was on the end of the primary line was leaking the monoclonal antibody infusion and blood all over the floor and some was on the chair. Rn called pharmacy told them what happened and that the patient needs another antibody infusion." Infusion started on (B)(6) 2021 at 12:55 and was stopped at 13:10. From event reported submitted: the filter that attaches to primary pump tubing for the monoclonal antibody infusion that pharmacy sent down with the drug, was defective/malfunctioned. The tubing attached to one side of the filter fell apart or became dislodged. The drug went on the floor and blood came out of the patient's IV onto the floor. Pharmacy was immediately notified about the filter as well as the unit supervisor. All tubing was replaced with new including a new filter. The wrapper from the old/ defective filter was saved and given to the unit supervisor. The patient was not harmed and did not appear to be upset or in distress." FDA safety report ID# (B)(4).